Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: ¿ based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 85,1 months (7 years and 1 months). The implantation duration was 72,1 months, which is higher than 75% of the estimated overall longevity (75% of 85,1 months 63, 8 months). Based on hrs guidelines, no premature battery depletion occurred. - the returned device showed normal operation. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, there was an increase in the battery impedance. Patient is pacemaker dependent. Therefore, a replacement was performed on (B)(6) 2025.